Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Territory 228 reported that the chip on handle of liner impacted causing to tear the surgeon¿s gloves. No surgical delay. The device associated with this report was not returned for evaluation. Attempts to get additional information went unanswered. The lot number provided for this device, ag0306, indicates this device was manufactured in mar 2006 and is over 15 years old. A search of the complaint database found similar reports and the root cause was attributed to heavy usage and wear out. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the chip on handle of liner impacted causing to tear the surgeons gloves. No surgical delay

Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and insert product experience code were reviewed. It was determined insert product experience code has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 11 2022. In total, there have been zero serious injuries and zero deaths reports related to insert product experience code in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, insert product experience code associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and visual : scratched/nicked were reviewed. It was determined visual : scratched/nicked has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 12 2022. In total, there have been zero serious injuries and zero deaths reports related to visual : scratched/nicked in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, visual : scratched/nicked associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.